Manufacturer narrative:
Infusion set is not manufactured by tandem; therefore, decision tree reflects there is no malfunction of tandem device. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose of 417mg/dl, nausea, and diabetic ketoacidosis. The customer was treated with intravenous dextrose, insulin, and nausea medication. At the time of the report with tandem technical support the customer was still admitted to the hospital. Cause of event was due to bent infusion set cannulas. Type of infusion set used was not reported. Multiple follow up attempts were made to gather additional information, however, the customer did not provide additional information.